Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer inquired via phone call if reservoir was being filled correctly. Customer's blood glucose was 44 mg/dl. Customer received assistance and disconnected call.